Event description:
It was reported to philips that the allura device would not boot correctly. A blue screen was seen on the review monitor. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and reloaded the software. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (fse) inspected the system remotely and confirmed that the system was not booting up properly and the review window was displaying the blue screen of death. The philips fse visited the site and reloaded the software from backup in ghost program. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.